Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostium part of a calcified vessel. A 2.50x24mm synergy drug-eluting stent was advanced for treatment. However, the stent struts got damaged. The procedure was completed with a different device. No patient complications were reported.